Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexl0832 showed no other similar product complaint (s) from this lot number.

Event description:
(B)(4).